Event description:
Patient attended for follow up at (B)(6) (as part of (B)(6) trial) on (B)(6) 2021 routine follow up uneventful. Smartview download on (B)(6) 2022 showed device reset to nominal settings. Patient seen in clinic at (B)(6) and telephone support given by (B)(4) (microport) who asked for device settings to be re-instigated and for patient to return the next day to be seen. No evidence of external noise as cause. Device reset occurred manually on (B)(6) via header. Report from(B)(6) does not show reset but trends cease from this date. On (B)(6) 2022, all settings continue to be re established as per programming the previous day.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Please refer to the analysis report attached.

Event description:
Patient attended for follow up at ngh (as part of osiris trial) on 4th november 2021 routine follow up uneventful. Smartview download on 7th march 2022 showed device reset to nominal settings. No evidence of external noise as cause. Device reset occurred manually on 4th november via header. Report from 4th november does not show reset but trends cease from this date. Patient seen on 8th march 2022. All settings continue to be re established as per programming the previous day. We would like to confirm the cause, date and time of reset. Was this a manual reset on 4th november?